Event description:
A simplygo device was returned to a manufacturer service center for service with the allegation oxygen concentration is low. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at service center, the service observed that connection between the inlet filter and the inlet hose is melted and clogged in the device. The device's sieve canister kit, simplygo inlet filter kit was replaced to address the issue.